Event description:
A baxter engineer reported a pump with failure code 403:317. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No additional contact info is available.